Event description:
It was further stated that the controller was alarming with ¿low flow¿ and ¿controller fault¿ alarms at the time that patient was found deceased. It reported that fuses in the controller were open. No damage to the driveline was noted. The controller fault alarms were active upon finding the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller fault alarms was confirmed via testing of the returned product and log file review. The system controller ((B)(6)) was functionally tested, and it was found that fuses f6 and f7 were electrically open consistent with the observed controller fault alarm. The fuses were replaced, and the system controller was functionally tested and passed. A review of the controller event log files revealed relevant data spanning 05nov2025 - 17nov2025 per timestamps. The pump fixed speed and low speed limit (lsl) were set to 6300 revolutions per minute (rpm) and 6000 rpm respectively. On 14nov2025, 13:24:38, lvad_off and controller internal faults activate and associated with com_a, com_b, power_a, power_b, ocp_a, and ocp_b faults. Pump speed on 14nov2025, 13:24:48, was observed to be 0. The controller was powered down at 16:20:36. The controller is then powered on at 10:59:32, 17nov2025 consistent with log file retrieval. No other notable events were observed. No damage to the driveline was noted and the controller fault alarms were active upon finding the patient. A root cause for the reported controller fault alarms was determined to be damaged fuses f6 and f7. A root cause for the damaged fuses could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault, backup battery fault, internal controller fault, and power cable disconnect alarms. Section 2 of the patient handbook also instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. Section 10 of the patient handbook, ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found deceased and log files were submitted for evaluation. There were no unusual events recorded in the log file event history. It was noted by the ventricular assist device (vad) coordinator that the patients system controller was having a controller fault alarm and was still having them when they hooked it up to get the log files. Technical services stated that the alarm was related to the fuses being open in the controller. The cause of this was unknown. No further information could be provided on details leading up to death. The death was considered to be device related and was stated to have not operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.